Manufacturer narrative:
Event problem and evaluation codes: updated after device evaluation. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. Performed testing, the device found no issue with alarming blockage detected. The device ran the program for an extended period of time with no issues occurring. Therefore, no problem found with the issue. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd ms3 pump exhibited alarm for blockage detected without blockage in line. No patient consequences were reported. No adverse effects were reported.